Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed. A 16 x 2.50 promus premier select stent delivery system was selected for use. It was noted there was no resistance while removing the device from the packaging and the stent protector and the mandrel removed freely. The stent was advanced to the lesion. It was unable to cross the lesion. Upon removal of the device, it was noted stent damage occurred. The stent strut was disconnected from the balloon. The procedure was completed with another of the same device. There were no patient complications. The patient was doing well following the procedure.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed. A 16 x 2.50 promus premier select stent delivery system was selected for use. It was noted there was no resistance while removing the device from the packaging and the stent protector and the mandrel removed freely. The stent was advanced to the lesion. It was unable to cross the lesion. Upon removal of the device, it was noted stent damage occurred. The stent strut was disconnected from the balloon. The procedure was completed with another of the same device. There were no patient complications. The patient was doing well following the procedure. It was further reported that the pci was performed on a 80% stenosed, moderately calcified, and mildly tortuous target lesion. No patient complications were reported in relation to this event.